Event description:
This reporting follows the information of a customer, using sterile disposable named "markers". We suspect the non-airtighness of a seal on "tyvek" sachet containing sterile markers. After investigation , praxim, the manufacturer, identified a problem in the welding process of those bags. This does not allow us to be confident in the air impermeability of the bags. A brief description of the use of the device and the disposable is available in the attached report. These markers are used as disposable in the navigation systems.

Manufacturer narrative:
Please note that this report does not concern the navigation system cleared under #k031196 but only one of the accessories, delivered as sterile disposables. Additional lot # 0604040, additional exp date: 07/2011.